Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure the patient went into pulseless electrical activity (pea) while the physician was closing the pocket. It was noted that the patient coded for close to thirty minutes before being declared deceased. It was later reported that the patient had pulmonary hypertension and low ejection fraction prior to the procedure, the cause of the pea was time under anesthesia, and there were no complications prior to the pea during the implant procedure.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) system implant procedure the patient went into pulseless electrical activity (pea) while the physician was closing the pocket. It was noted that the patient coded for close to thirty minutes before being declared deceased. It was later reported that the patient had pulmonary hypertension and low ejection fraction prior to the procedure, the cause of the pea was time under anesthesia, and there were no complications prior to the pea during the implant procedure.

Manufacturer narrative:
Corrections: b5 and d5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.